Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the output connector assembly was broken. It was also noted that the main printed circuit board (pcb) was out-of-specification electrically; the device shut down during testing and failed the incoming test multiple times. The display wire insulation was pinched, however was not compromised. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator was returned for repair of the lead connector and a requested test and calibration procedure. There was no patient involvement.

Manufacturer narrative:
Failure analysis was performed on the main printed circuit board assembly. Visual inspection revealed no anomalies. Bench analysis found that the device powered up normally with the main board assembled into a golden case. All tests also passed on the automated test system. Conclusion: the event that occurred during servicing of the device was verified from the error log, but could not be reproduced on the bench.